Event description:
An endeavor sprint drug eluting stent was implanted in the cx artery during the index procedure. A dissection was reported to have occurred and a second endeavor sprint drug eluting stent was implanted as treatment. Investigator indicated that the event was definitely related to the study device. Patient recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). (B)(4).